Event description:
It was reported that when using the bd pyxis¿ medstation¿ es refrigerator was failed and unable to unlock. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator failed to unlock when requesting the medication. A field service engineer (fse) confirmed that the device was not failed in the hardware test application. The fse verified the connections and also identified that there were no medications in the application registered to this device. The system functioned as intended after the field service engineer had investigated the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es refrigerator was failed and unable to unlock. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.